Event description:
It was reported the programmer cannot show the normal screen after switching on. The screen was blank for a long time. It was also reported the ECG (electrocardiogram) port was found loose and a clear ECG signal could not be collected after connecting new ECG cable. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the programmer cannot show the normal screen after switching on then error; hard drive was reconfigured and software reloaded and updated to resolve issue. Analysis also confirmed that the ECG (electrocardiogram) port was loose on the lem (link electronic module) printed circuit board assembly and a clear ECG signal could not be collected after connecting new ECG cable. Analysis found the latch tabs were broken off of the power cord door, the latch from the media bay door is missing, and the floppy disk drive intermittently reads diskette. (B)(4).